Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-mar-2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The pump powered up with the returned battery cap. No evidence of moisture contamination was found inside the battery compartment. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components. A battery life issue was not duplicated during investigation.